Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Found a tampon without string in the package [device breakage] case description: consumer reported via e-mail that they found a tampon without a string in the package. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Found a tampon without string in the package [device breakage]. Case description: consumer reported via e-mail that they found a tampon without a string in the package. No injury reported.